Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died approximately one day post implant of a leadless implantable pulse generator (ipg). The ipg was implanted in the mid-septal region of the apex. Upon the patient¿s arrival, blood pressure was found to be low, and the condition was already critical. Atrial fibrillation was present, with the ventricular rate at 130 beats per minute (bpm) to 140bpm, and although defibrillation was attempted, atrial fibrillation did not stop. As the patient was on dialysis and tachycardic, the condition deteriorated rapidly, resulting in death. Additionally, at the end of the procedure, coronary angiogram was performed and shock was administered twice, which may have placed additional burden on the heart. The ipg remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient died as a result of non-cardiac death with sudden pulseless electrical activity (pea). It was noted that the patient was receiving maintenance dialysis treatment and non-occlusive mesenteric ischemia (nomi) was being considered as a possible cause of death.

Event description:
It was further reported that the patient's death was not believed to be related to the leadless ipg or implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.